Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. Evaluation found the motor bearing to have excessive wear with shaft end play and black material around the bearing. Evaluation also found the outer gearbox bearing to be worn, with the outer bearing cage beginning to disintegrate. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.

Manufacturer narrative:
(B)(4). The device was returned to baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.